Event description:
It was reported that the usb cable was damaged. Additionally, it was reported that the customer experienced difficulty charging the pump due to the usb port being damaged. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 120-121 mg/dl.